Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 33 mmol/l. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with pen and insulin pump. The customer also reported infusion set had bent cannula. The reservoir was not returned for analysis.